Event description:
Clinic notes dated (B)(6) 2012 were received on 10/02/2012. The clinic notes indicated that the patient has obstructive sleep apnea that is treated with CPAP. Attempts for additional information are underway.

Event description:
Attempts for additional information have been unsuccessful to date, however a review of in-house programming history revealed that the diagnostic results are within normal limits.

Manufacturer narrative:
Review of in-house programming history.